Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 42 mg/dl. The customer¿s blood glucose level was 245mg/dl and new blood glucose was 80 mg/dl. Customer states that her blood glucose went low and she disconnected from the sensor and now she cannot get back in auto mode . Troubleshooting was performed for auto basal and customer states pump is still not in auto mode. Customer check last calibration and last calibration and next calibration. Customer states last calibration was at 01:34 am and next calibration is at 01:42 pm. Customer states that she did suspend the pump and she got red shield. Customer states that the pump did not suspend in auto mode. Explained to customer that the pump will not suspend in auto mode it will only reduce the insulin flow as much as it can for a certain period of time and then it will kick her out of auto mode and put you in manual mode. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.